Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and the patient stated that they "feels like wires are out". The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.